Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The customer requested that the device be returned to them unrepaired. The cause of the reported issue could not be determined.

Event description:
A physio-control service representative was performing a technical service update on the customer¿s device and observed that the device was unable to power on. It was also noted that when the battery was inserted into the device a high frequency beeping and buzzing sound was heard from the device. This was observed prior to performing the update. There was no patient use associated with this event.